Manufacturer narrative:
Date of report: 03may2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found the green led lamp flickered. Pse replaced the unit's power switch overlay to resolve the reported issue. Pse also replaced as part of preventative maintenance (pm) the unit's blower assembly, battery, cooling fan, oxygen filter, tubing kit, air inlet filter, and cooling fan filter. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had led indicator failure. The customer reported there was no patient involvement.